Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 14 atm, upon the first inflation. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering could not determine a conclusive root cause for the balloon rupture. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. There was a kink in the inner and outer member 3 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon to locate the rupture. There was a pinhole over the distal end of the distal marker. There were multiple longitudinal scratches and balloon shredding over the distal maker. Product performance engineering has reviewed incident info and the analysis of the returned product. The catheter was returned with blood and contrast visible in the inflation lumen and the loosely folded balloon, which suggests that the product was prepared for use, pressurized during the procedure, and is consistent with a leak or balloon rupture. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. No pt anatomical info was provided, which may have aided the eval; however, no leaks were noted during preparation for use, which may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices and/or that pt anatomy, such that the balloon ruptured upon inflation attempt. In this instance, based on the info rec'd with this complaint and the returned product analysis, the balloon rupture and mechanical damage noted may be related to circumstances of the procedure; however, since it cannot be determined what contributed to the damage leading to the rupture, a definite cause for the balloon rupture cannot be determined. The analysis also noted a kink in the inner and outer member, 3 cm distal to the strain relief tubing; however, since this damage was not reported during inspection prior to use and/or in the case description, it is likely that the device kinked while it was packaged for shipment back to abbott vascular for analysis. The damage does not appear to be related to or have contributed to the rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. This MDR is considered closed by the product performance group.